Event description:
No additional information related to the event is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information related to final investigation results. The following sections were updated: b4 b5 d4 d9 g3 g6 h2 h3 h4 h6 h11 complaint can be confirmed through the returned product analysis. Review of the most recent repair record identified the following related repair: the device is pending repair waiting for components. The po has been approved. Evaluation found that the comb was damaged, bottom roll damaged, food pad worn, gear worn, device was out of calibration, and ratchet was not working. The comb, roller, foot pad, and gear will need replacement, the device will be re-calibrated and ratchet lubricated. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This incident has been recorded under (B)(4). G2: foreign - event occurred in (B)(6). E1: telephone- (B)(6). The device will be returned for analysis, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the unit was sent in for pm and needed repair for the following, damaged bottom roll, damage comb, worn foot pads, worn gear, and worn /damaged ratchet gear. No patient involvement. Due diligence is complete.